Event description:
The customer reported an intermittent loss of image on the monitor during a diagnostic colonoscopy involving an olympus colonovideoscope. The customer suspected that the cause of the intermittent loss of image was due to fluid invasion. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.